Event description:
It was reported that this right atrial (ra) lead exhibited undersensing in the right atrium on presenting electrogram (egm). Boston scientific technical services (ts) discussed device is programmed to a non-tracking mode and most recent lead testing is within normal limits. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.